Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, pain, inflammation, mobility. On (B)(6) 2019 patient presented to dentist with inflammation, tenderness & implant mobility.